Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds, high and variable impedance, oversensing, short v-v intervals and intermittent pacing. The lead was reprogrammed and later programmed off and replaced. No patient complications have been reported as a result of this event.